Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10. Though the customer stated that they were not going to return the device, the glidescope video baton 2.0 large was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton 2.0 large and could not confirm the loose connection / isolated split screen failure. The technical service representative stated that the hdmi connector did show evidence of wear. The glidescope video baton 2.0 large was scrapped and a replacement was sent to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The customer declined the option to have their glidescope video baton 2.0 large returned to verathon for evaluation. Since the video baton 2.0 was not returned to verathon for evaluation, the root cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, intermittently the baton would become "loose" from the glidescope core smart cable causing an intermittent image issue. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.